Event description:
It was reported that the bd 50ml syringe had volumetric accuracy issues. The following was received from the initial reporter: when contents of syringe filled up to 60ml was emptied into a laboratory grade beaker few ml of the drug was still left in the syringe. Pictures attached there was no patient impact. It was a random measurement that was done by the hospital. No other action has been taken.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd 50ml syringe had volumetric accuracy issues. The following was received from the initial reporter: when contents of syringe filled up to 60ml was emptied into a laboratory grade beaker few ml of the drug was still left in the syringe. Pictures attached there was no patient impact. It was a random measurement that was done by the hospital. No other action has been taken.

Manufacturer narrative:
H.6. Investigation summary: one photo was provided to our quality team for investigation. The photo displays a 50ml ll syringe and a flask (beaker). Beakers are intended to hold liquid or powders, however, should not be used for measurement as they are not calibrated or exact. Without a physical sample, we cannot properly evaluate the volumetric accuracy of the device. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification of volume accuracy. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify any issue with the product or a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.